Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3708120, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
It was reported that there was a possible problem with the leads. It was noted that around the (B)(6), the patient felt a ¿shorting sensation¿ in his device and these symptoms were described as sudden. The patient was able to turn the device off but then his leg began hurting and so he needed the implantable neurostimulator (ins) again. The patient tried to turn it on, increased it all the way and felt nothing. The patient noted, he met with a manufacturer representative ¿(B)(6) sometime¿ and it was determined he had a lot of ¿intermittence.¿ it was noted that imaging was ordered for the patient and it was confirmed that the leads fell and migrated. It was noted that the leads were explanted and replaced 2014 (B)(6). It was later reported by the manufacturer representative that she met the patient in the physician¿s office the (B)(6). The manufacturer representative did not remember the exact date. It was noted that at that time, the patient did mention the shocking sensation. The manufacturer representative attempted to interrogate the patient¿s device but the battery was dead and the patient had not recharged recently. The doctor was present and ordered x-rays be taken of the device and lead wire. The manufacturer representative did not learn of the lead movement until the (B)(6) when she was notified of the revision date. The physician office notified the manufacturer representative of the scheduled procedure. The manufacturer representative did not cover the procedure and had no information regarding the procedure. Additional information was requested but was not available at the date of this report.